Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and blood glucose levels over 500 mg/dl. The customer attempted to treat with the insulin pump, but never changed the infusion set. The customer had been using the infusion set for three days prior to the event. No troubleshooting was performed as the customer did not have the insulin pump with her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.